Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing an fsl3+ sensor with the ilet due to the sensor being already paired to the freestyle app, and the issue was resolved by applying and scanning a new sensor to pair with the ilet. Symptoms included no adverse clinical effects reported. Outcomes included no impact beyond temporary interruption of cgm connectivity. Investigation included complaint history review and technical troubleshooting with user education. Investigation of this case revealed that the sensor was in use by another device, preventing pairing with the ilet until a new sensor was applied and scanned. It was concluded that the event was attributable to use of the sensor with another device, and device function was restored after correct pairing.